Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of over 200 mg/dl. Her normal blood glucose range is 140-160 mg/dl. The patient is visually impaired. She felt the infusion set cannula and could not determine if it was bent. She stated, the infusion site was wet and leaking insulin. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.